Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020. Customer¿s blood glucose level was over 700 mg/dl at the time of hospitalization. Customer was treated with intravenous drip. Troubleshooting was declined. The insulin pump will not be returned for analysis.